Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the occlusions occurred after using the current supplies past the 72 hour labeling and were resolved by performing supply changes.